Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) for blood glucose (bg) of 87 mg/dl. The customer was treated with intravenous insulin/solution drip. The customer alleged the pump was over delivering insulin. Customer did not report any pump alerts or alarms. The customer reverted to manual injections for insulin therapy. Reportedly, customer left the ER voluntarily and felt well enough to care for himself.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 87 mg/dl was not confirmed in the pump data logs. The user did not enter any bg values into the pump on (B)(6) 2018. The user delivered three quick boluses throughout the afternoon for 2 units, 10 units and 5 units. All boluses were delivered without entering current bg or carbohydrate values. The user set a temporary basal rate of 80% approximately one hour after delivering a 10 unit bolus. It¿s possible the user overcorrected. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.